Event description:
It was reported that there were ventricular refractory markers following ventricular pace markers due to possible loss of capture of the left ventricular lead. There has also been a history of high thresholds. The patient has not felt well for a couple weeks and "passes out" with loss of capture. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.